Event description:
Dealer stated that the tdx3se-ts power chair has a motor fault where the chair shuts down whenever the chair goes over a bump. Additional information was received (B)(6) 2013, stating that the end user was stuck in the chair when it shut down.